Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that a defective tip on the vasoview hemopro 2 shears. Per photo the heating wire is twisted/bent. No portion of the jaws dislodged from the harvesting cannula into the patient¿s leg/arm/tunnel. The issue happened before the procedure. New device was opened to complete the procedure. There was no procedural delay. No patient harm.

Manufacturer narrative:
(B)(4). Updated section: b1, b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/12/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be twisted away from the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 12/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed.. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be twisted away from the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000510554 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a